Event description:
Boston scientific received information that this implantable device detected a right ventricular pacing impedance measurement greater than 3000 ohms. The increase in pacing impedance has been a gradual change. No intervention is scheduled. Currently this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.